Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto® 3 system and an issue of unwanted pacing occurred. It was reported unintended pacing entered in 2 seconds after overdrive pacing from the stimulator (bc-2100 fukuda denshi). The electrocardiogram of the pacing captured the myocardium, not a noise. 80bpm 30 seconds, 100bpm 30 seconds, 150bpm 30 seconds, 200bpm 30 seconds, and 2 seconds after the end of overdrive, occurred respectively. Immediately after overdrive, pace port was cancelled. The coronary sinus (cs) catheter was connected via carto, pacing port was distal. All paces were 10v, 0.5ms. The procedure was completed without patient's consequence.

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a carto® 3 system and an issue of unwanted pacing occurred. It was reported unintended pacing entered in 2 seconds after overdrive pacing from the stimulator (bc-2100 fukuda denshi). The electrocardiogram of the pacing captured the myocardium, not a noise. 80bpm 30 seconds, 100bpm 30 seconds, 150bpm 30 seconds, 200bpm 30 seconds, and 2 seconds after the end of overdrive, occurred respectively. Immediately after overdrive, pace port was cancelled. The coronary sinus (cs) catheter was connected via carto, pacing port was distal. All paces were 10v, 0.5ms. The procedure was completed without patient's consequence. Device investigation details: technical service checked the issue and confirmed that there was no real pacing output. The reported pulse was only noise on the signal. The issue was explained to the customer by biosense webster inc field service engineer (fse). An investigation was initiated by the manufacturer to investigate the reported issue. Data related to the reported issue was requested from the account to be sent to the manufacturer, however, it was confirmed that the requested data is not available as it was deleted from the workstation. No investigation can be performed as the data related to the issue was not provided. The reported issue could not be reproduced. Similar issues were previously investigated by the device manufacture and were found to be related to hw defect. The manufacturing record evaluation was performed on carto 3 system with serial #55183, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).